Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: observed crease smooth broken on radius side assessed as fold flaw additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii via an rga.